Event description:
Paclitaxel infusing with an inline filter (b braun pf2000 0.2 micron disk filter) that leaked. Tubing connections were all wrapped and checked; confirmed that the leak was from the filter. Event abated after use stopped or dose reduced: yes.